Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered a shock, and the patient presented to the emergency room (ER). Upon episode review, the patient received conflicting information. Initial electrogram (egm) review determined that the therapy was appropriate, but the patient may require a dual chamber system rather than a single chamber system. Upon additional review the following day, it was discussed that therapy was inappropriate and the patient likely did not need the device. The patient wished to find a new health care professional (hcp), and it was noted that the patient had a history of ventricular fibrillation (vf) and atrial fibrillation (atrial fibrillation (af). Technical services (ts) advised the patient to meet with the new hcp for further evaluation to determine whether the delivered therapy was appropriate. It was noted that the device programming had been adjusted. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this single chamber ICD was explanted and upgraded to a dual chamber system. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered a shock, and the patient presented to the emergency room (ER). Upon episode review, the patient received conflicting information. Initial electrogram (egm) review determined that the therapy was appropriate, but the patient may require a dual chamber system rather than a single chamber system. Upon additional review the following day, it was discussed that therapy was inappropriate and the patient likely did not need the device. The patient wished to find a new health care professional (hcp), and it was noted that the patient had a history of ventricular fibrillation (vf) and atrial fibrillation (atrial fibrillation (af). Technical services (ts) advised the patient to meet with the new hcp for further evaluation to determine whether the delivered therapy was appropriate. It was noted that the device programming had been adjusted. This ICD remains in service. No additional adverse patient effects were reported.